Manufacturer narrative:
(B)(4). Batch # r5al0l. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Although no conclusion could be reach on what caused firing trigger broke, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing record evaluation was performed and identified a [nr-0110630] related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic appendectomy that firing trigger broke off when surgeon wanted to fire. White reload was not fired. 2nd device did not fire, could not be closed and moved back through trocar. Some staples were in abdomen. Stapler could be closed with much force. A lot of staples were in appendix. Appendix had to be removed laparoscopically. Patient consequences were not reported.